Manufacturer narrative:
Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, upon a field inspection of the variable condylar field inventory set, it was noticed that four (4) locking/neutral guide would not connect properly to the trocar with handle. It was determine that the trocar with handle was in good working order by attaching other locking/neutral guide that fit properly. There was no patient involvement. Concomitant device reported: trocar with handle (part# 03.120.015, lot # unknown, quantity 1), lock neutral/guide (part# 03.231.007, lot # unknown, quantity 1). This report is for one (1) lock/neutral guide f/4.5 mm va lcp crvd condylar aiming arm. This is report 3 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H4 device history record review part: 03.231.007 , lot: 3711743 , manufacturing site: haegendorf , release to warehouse date: 11. May 2011 . A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6 investigation summary the lock/neutral guide f/4.5mm va lcp crvd condylar aiming arm (p/n 03.231.007 lot 3711743) was received with the laser etching faded and difficult to read. No other visual issues were identified with the returned components of the device. Functional testing could not be completed as the mating trocar with handle was not returned. The reported complaint condition could not be replicated as the mating trocar with handle was not returned. No visual defects or deformities were observed that would impact the functionality or mating abilities of the lock/neutral guide. Device failure/defect identified? Yes but unrelated to the complaint condition: the device failure/defect of illegible etch was identified during the investigation and is unrelated to the reported complaint condition. Dimensional inspection: feature: outer distance between two spring tabs specification: 34.1 mm +/- 1.5 mm , measured dimension: 34.60 mm , result: conforming , measurement device: caliper ca818 . The spring tabs are conforming, no deformities were identified that would impact functionality of the device. Document/specification review: drawings, reflecting the manufactured to current revisions, were reviewed. Dco_053830 was implemented as part of a new revision ((B)(6) 2012), which improved the guide¿s usability since it allowed the guide to be used in a reverse position or inserted side by side into corresponding aiming arms. The complaint part was manufactured prior to the design change. It is possible that the improved usability would prevent similar recurrences of the complaint condition in the future. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The complaint condition is not confirmed for the lock/neutral guide f/4.5mm va lcp crvd condylar aiming arm (p/n 03.231.007 lot 3711743) as no visual defects or deformities were observed that would impact the functionality or mating abilities of the lock/neutral guide. The complaint could also not be replicated as the mating device was not returned. A visual appearance issue of illegible/faded etch was observed. It is likely that the faded etch was due to normal wear since the part is 8+ years old. It is possible that the improved usability of the guide due to changes implemented as part of dco_053830, which allowed the guide to be used in a reverse position or inserted side by side into corresponding aiming arms, would prevent similar recurrences of the complaint condition in the future. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.